Event description:
It was reported that the patient was last seen on (B)(6) and everything checked out. The patient noticed around (B)(6) that the stimulation started to turn itself on/off. When the stimulation was back on by itself the patient felt a strong surge that lasted for a minute before it normalized in her stimulation. The patient did have a cycling program and could tell the difference between cycling and surge stimulation. The patient felt a surge this morning around 9:15am while taking a shower, there were no adjustments made until 10am when the patient increased stimulation for a walk. Current impedance measurements were normal. Subsequent information received reported that while stimulation was on, stimulation was intermittent. It was suggested to use program 2, with such a lower therapy impedance than program 1 (p1=720 ohms, p2=420 ohms), while still in normal range. A battery longevity calculation was performed on (B)(6) with the following specs: p1=5.6v, 360pw, 60hz, 720 ohms and p2=3.3v, 360pw, 60hz, 500 ohms; results at 24hr/day use longevity was 12 months and it was stated, the patient use was about 38%, so 8hr/day use was about 27 months. Current parameters used in calculation were: p1=5.9v, 360pw, 75hz, 740ohms and p2=4.8v, 360pw, 75hz, 420 ohms; results at 24 hr/day use longevity was 7 months, at 18 hr/day use was 9 months (patient use was at 78% approximately 18 hr/day) and at 12 hr/day use was 13 months. Further information received reported that the patient still occasionally had times when the perceived strength of stimulation seemed to rise and fall on its own. The cause was unknown but it was speculated that the device was starting to reach end of life. The patient has a battery replacement scheduled for (B)(6) 2012. The patient outcome was unchanged. Additional information has been requested, but was not available as of the date of this report. When received, a supplemental report will be submitted.

Event description:
Additional information indicated that end of life (eol) on the implant had never been reached. The patient elected for early prophylactic battery replacement. Patient outcome was reported as receiving therapy.

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID, 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4).